Manufacturer narrative:
The scope was returned to olympus for evaluation. A visual inspection was performed on the received scope and found no abnormalities with the bending section movement. There was no evidence of stiffness or abnormal shape noted with the scope¿s bending section and insertion tube. The distal end cover, nozzle, bending section cover glue and channel opening were also inspected and no sharp edges were noted on the surfaces. The scope passed the cotton test with no snagging. A boroscope was used to inspected the scope¿s biopsy channel and no evidence of foreign objects/materials or missing parts were noted inside. The scope passed the leak test. In addition, the bending section cover glue was noted to be discolored at both ends of the bending section cover. Based on the evaluation, the cause of the reported cannot be determined as there were no findings that would have attributed to the user¿s complaint. The discoloration noted on the bending section cover glue was attributed to chemical damage.

Event description:
Olympus was informed that during a colonoscopy procedure, a patient¿s sigmoid colon was perforated. There was no unusual bleeding observed. The patient was sent to the or and underwent a surgical bowel resection to repair the perforation. The intended procedure was not completed. The patient was transferred to a different facility in stable condition. Additionally, the user facility reported that there were no sharp instruments inserted into scope or extended from its distal end. There were no irregularities noted with the scope prior, during or post procedure. The physician attributes the patient's outcome to their preexisting condition.